Event description:
User facility alleged that, the ventilator stopped cycling on a partially breathing pt while in an MRI. The ventilator intermittently didn't cycle and had a "whine" when it didn't cycle. The ventilator remained on the pt until the procedure was completed. No clinical intervention was performed during the procedure. After the procedure, the pt complained that she had a hard time breathing, so the pt was taken off of the ventilator and bagged.

Manufacturer narrative:
Smith medical, inc imports the ventilator from smiths medical international. Smiths medical pm, inc kits a pt circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc is reporting as the manufacturer. Per phone conversation with MRI technician, the following info regarding the incident was obtained: ventilator stopped cycling on a partially breathing pt and started to whine. Pt was in MRI when the ventilator stopped cycling. Pt remained on ventilator until procedure was completed. Pt complained of trouble breathing and was bagged. No harm to the pt. He reproduced the failure. He left the ventilator running with a test lung. He disconnected the test lung and started to breath through the circuit with a fairly large end tidal volume. He then set the circuit down (static condition) and checked how long it would take to auto-cycle. A faint whining noise was heard and it took 2 mins and 10 secs before it cycled. The unit is in route to smiths medical, inc for evaluation.